Event description:
It was reported that upon routine removal of the catheter by the critical care nurse, the catheter separated. A surgical procedure was performed to remove a 2" piece of the coil wire. An x-ray was taken which showed that a portion of the catheter was still in the patient's canal at the t12-l1 interspace. Due to the age of the pt, the physician decided not to remove the piece of catheter. The pt was discharged with no add'l complications.